Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, did not experience repeat malfunction after reset, and was advised to continue using pump and call back if malfunction recurred, which customer understood and accepted.